Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2020-00046.

Event description:
The customer reported that within 10 minutes he obtained differences of 150 mg/dl to 400 mg/dl between blood glucose readings, while using the contour meter. The customer stated that he took additional fast acting insulin. No further event details or specific readings were provided. There was no allegation of an adverse event. The product is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour meter was tested with the in-house contour test strips from lot # 9gj3b03e, which gave a satisfactory performance.